Event description:
It was reported that the patient underwent a revision right total knee arthroplasty. Approximately one year post implantation, the patient reported increasing pain. Upon x-ray review, the surgeon noted the tibia appears to have subsided with some radiolucent lines present suggesting loosening. The patient eventually underwent revision surgery one year and ten months post implantation due to aseptic loosening and subsidence of the tibial components. All components were revised.

Manufacturer narrative:
(B)(4). This report was previously filed under an incorrect MFR number. Please see initial report: 0001822565-2020-01377. Concomitant medical products: stemmed tibial component precoat size 4 for cemented use only: catalog#00598003702, lot#64251672; tibial full block augment precoat size 4 10 mm thickness with 4 screws: catalog#00598800410, lot#64129884; all poly patella cemented 35 mm diameter: catalog#42540000035, lot#63586415; trabecular metal distal femoral augment block: catalog#00549003620, lot#64149270; trabecular metal distal femoral augment block: catalog#00549003610, lot#63911523; femoral component option for cemented use only size f right: catalog#00599401692, lot#63549024; articular surface with locking screw size striped yellow/e f 10 mm height: catalog#00599403210, lot#63765056; stem extension straight 14mm dia x 100mm length(combined length 145mm): catalog#00598801014, lot#64238386; palacos rg 1x40 single: catalog#00111314001, lot#87974718. Multiple MDR reports have been filed for this event. Please see associated reports: 0001822565-2020-01381; 0002648920-2022-00077; 0001822565-2022-00945. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Proposed component code: mechanical (g04)- stem. Reported event was confirmed by review of medical records. Review of the available records identified the following: initial ops notes were not provided. Revision surgery was performed on (B)(6) 2019 for pain, loose femur & tibial component. Also, the tibial component was subsided. All the components were revised during the surgery without complication. (B)(6) 2020, the patient was present with pain and moderate effusion of the knee. The x-ray review identified no change in the femoral component position. But, the tibia plate was slightly subsided on the lateral view. It also states : additionally, the tip of the stem is closer to the lateral cortex of the tibia than on the immediate postoperative xrays which likely means loosening and migration. The radiolucency line will be continued to monitor. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.